Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2023, the patient¿s wife reported an unknown issue which resulted in a hypoglycemic event. The patient is a ¿brittle diabetic¿ and hypo unaware. She found her husband unresponsive, and she administered a glucagon injection (10 units). He did not regain consciousness after the shot, so she called emergency medical service. After paramedics arrived, they administered IV dextrose in the home. The patient regained consciousness, recovered, and remained at home. No bg (blood glucose) or cgm (continuous glucose monitor) values were provided. The spouse also indicated that the low alarm was set at 60 mg/dl, and sometimes he ignored the alarms, however she could not provide any other information about this event. Data was evaluated and the allegation and probable cause could not be determined. No additional patient or event information is available.